Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Apogee was reported to be used/implanted during this procedure. Per the operative report, there was a bladder perforation on the left side during the procedure. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Indication for the device implantation was stress urinary incontinence outcomes attributed to the device include pain, urinary problems, and infection.